Manufacturer narrative:
An outside of the united states customer reported that a discordant troponin I-ultra (tni-ultra) result was obtained on a patient sample on an advia centaur xp instrument to their national competent authority. Siemens retrieved this information from the competent authority's platform on (B)(6) 2022. The customer indicated that quality control (qc) was out of range at the time of the event. A customer service engineer was dispatched to the customer's site. During this visit, the cse replaced the reagent on the instrument with new reagent, which resolved the issue. The cse observed that reagent container only contained a few tests remaining and it was onboarded for a long time. The instrument was performing within specifications. Siemens is investigating the issue.

Event description:
A falsely elevated troponin I-ultra (tni-ultra) result was obtained on a patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s), who questioned the result. A day later, the patient sample was repeated on the same instrument, recovering lower. The repeat result was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tni-ultra result.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2022-00078 on 17-mar-2022. Additional information (29-apr-2022): siemens further investigated the issue and determined that this incident was isolated to a single patient sample. Preanalytical sample variables and/or reagent instability from being onboard for a prolonged time potentially contributed to the result. The instrument is performing according to specifications. No further evaluation of this device is required.